Event description:
It was reported that on (B)(6) 2012, two unknown promus stents were implanted. It was reported that the patient's arteries had collapsed, and the patient is experiencing severe angina attacks. Additionally, the patient is experiencing shingles effecting her lower extremities, very frequent angina, pleurisy in lungs, and her esophagus is wrapped around her large intestines. The patient also stated that nitro isn't giving her relief or comfort from severe pain. The patient also reported that she had an unknown drug-eluting stent implanted which exploded in 2008. She stated that metal stent pieces where floating through her system. Additionally, the patient stated that she could taste the drug eluting medication. She believes the stent was a taxus. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and occlusion are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional promus indicated is being reported under a separated manufacture report number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.